Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing medical procedure in the gastroepiploic artery lantern delivery microcatheter (lantern). During the procedure, a guidewire would not advance through the lantern and, therefore, the lantern was removed. The procedure was completed using a new lantern and the same guidewire. There was no report of an adverse effect to the patient.